Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event history log noted "power down," "power up started," and "keypad locked" messages were recorded. Functional tests included use testing. The pump was able to power up and stay on with no issue. The software was re-installed as a preventive measure. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump would not stay powered on. No adverse effects were reported.